Manufacturer narrative:
Evaluation results - inherent risk of procedure (stroke, death). (B)(4).

Event description:
An endeavor sprint rx drug eluting stent was implanted in the mid lad during the index procedure. Patient had cardiac status of stable angina at the 30 day follow-up. At the 6 month, 1 year, 1.5 year, 2 year and 2.5 year follow ups the patient was asymptomatic / free of symptoms. Approximately 2 years and 8 months post the index procedure the patient death was reported due to a stroke. The death was reported as non sudden, non cardiac and not related to the study stent or procedure. The patient was taking asa prior to the event.